Manufacturer narrative:
Citation: lee, yt. Md et al. Use of internal endoconduit for unfavorable iliac artery anatomy in patients undergoing transcatheter aortic valve replacement ¿ a single center experience. Acta cardiol sin 2018;34:3748. Doi: 10.6515/acs.201801_34(1).20170911a. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding efforts to reduce vascular complications in patients undergoing transcatheter aortic valve replacement (tavr) who had unfavorable iliac artery anatomy, which included use of an internal endoconduit technique. All data were collected from a single center between march 2013 and march 2016. The study population included 113 patients (predominantly female, mean age 80 years), 101 of which were implanted with medtronic corevalve bioprosthetic aortic valves (no serial numbers provided). Among all patients, adverse events included: moderate-to-severe paravalvular leak, mild aortic regurgitation, coronary obstruction, myocardial infarction, stroke, life-threatening bleeding, minor/major vascular access site complications, need for permanent pacemaker implantation and valve-in-valve implant. Multiple manufacturers were noted in the literature; based on the available information a medtronic product may have been associated with the observed adverse events. No additional adverse patient effects or product performance issues were reported.